Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Name of hospital: (B)(6) hospital.

Event description:
Unomedical reference number (B)(4). Event occurred in the unites states. On (B)(6) 2022, it was reported that the patient was hospitalized due to diabetic ketoacidosis (dka). No further information available.